Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the top and bottom cases are in excellent condition. The pump event history showed a base hardware failure and battery not charging (battery communication timeout) errors in the error history log (ehl). The evaluation was performed, and the reported issues was not duplicated, during power up process, using biomed diagnostics monitor battery status. The battery readings are all reading normal. The root cause of the reported issue was unable to be determined, no physical damage / contamination to interconnect board, unable to determine, no damage/ contamination on battery, battery pack. The technician replaced the interconnect board and the battery as preventive measures. Performed functionality/delivery tests which passed.

Event description:
It was reported that a base hardware failure and battery not charging was observed. No patient injury was reported.